Event description:
Two patient samples with discrepant troponin t results. Patient 1, baseline result 0.032 ng/ml, repeat <0.010 ng/ml. Patient had two additional samples drawn, one after 3 hours and one after 6 hours, each sample was repeated in duplicate and gave result of <0.010 ng/ml each time. Customer refused visit from field service representative. If additional information is received, appropriate notification will be provided.

Event description:
Two patient samples with discrepant troponin t results. Patient 2, baseline sample tested twice, gave results of <0.010 ng/ml each time. A second sample was drawn after three hours, giving initial of 0.111, repeat <0.010 ng/ml. A third sample was drawn after six hours, tested twice, giving results of <0.010 ng/ml each time. Customer refused visit from field service representative. If additional information is received, appropriate notification will be provided.